Manufacturer narrative:
The patient's last follow up was on (B)(6) with no revision scheduled. The patient continues with normal follow ups. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was later reported that the patient underwent a revision procedure on (B)(6) 2017. The device was repositioned, with no change to the electrode. The s-ICD system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored one untreated episode that showed a morphology change. R-waves were diminished, which led to t-wave oversensing. An exercise test was planned to evaluate the sense vectors. At a follow-up in (B)(6) 2017, an exercise test was performed. Double-counting was noted in the primary vector so the vector was changed to secondary. It was also noted that the device had migrated/rotated and it appeared the device was not fixed at one of the fixation points. The patient's skin was swollen due to the rotation of the device. No intervention was performed, and no x-rays were taken. At the patient's next follow-up, the migration will be investigated and re-operation will be performed if necessary. No adverse patient effects were reported.